Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lobectomy procedure, during the first firing of the reload at the lung tissue, stapler was unable to fire, handle was unable to be squeezed even when the green button was pressed. In order to resolve the issue, the handle was replaced. No patient injury.